Manufacturer narrative:
Initial and final MDR 1904721- MDR 3003442380-2024-12893- device 4 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with 6 infusion sets adhesive from (B)(6) 2024 and (B)(6) 2024. The patient reported infusion set fell off during use while he accidentally pulled out due to tubing catching on something or pump falling. The patient was doing physical activity//sweating, swimming, or bathing the patient replaced infusion set and resumed insulin successfully. No further information available.